Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a tka procedure the surgeon noted that the device activation button would stick such that rf energy delivery continued upon release of the activation button. A second device was utilized and the reported issue was repeated. No patient impact reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.